Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider. In a post-op report from the healthcare provider it was noted that prior to replacement, the ins was depleted and the lead had migrated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 18-nov-2019, UDI#: (B)(4) ; product ID: 97 7a290, serial/lot #: (B)(6), ubd: 15-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the explant procedure of the restore sensor implantable neurostimulator and two lead 977a290 5mm compact 1x8 devices from the epidural space, an electrode separated from one lead and was not removed, remaining in the epidural space. The electrode was described as having ripped apart from the rest of the lead during the explant. The remainder of the leads and the implantable pulse generator were successfully explanted to be replaced by a competitive product.the issue is ongoing and has not been resolved. No troubleshooting steps were performed. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 97791, serial#: unknown, product type: accessory. Product ID: 977a290, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type: lead. Product ID: 977a290, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Devices were returned for analysis.

Manufacturer narrative:
H3: product ID 97714 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a290 serial# (B)(6) was returned for product analysis. Analysis found there was a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead. H3: product ID 977a290 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.